Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), product type catheter. (B)(4).

Event description:
It was reported that the patient's pump had stalled "a couple times," and it was replaced. The medication used within the system was unknown as of the date of this report. No additional information as available at the time of this submission.